Manufacturer narrative:
(B)(4). Product not returned yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 80 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 108 mg/dl and 130 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/22/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.